Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Performed 3 accuracy tests and the test result was failed, results were under 6% but over 3%. Reported problem was duplicated. Reported problem was caused from out of specification expulsor. Trimmed expulsor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had accuracy greater than 6 percent. There was no patient involvement and no patient harm/adverse event reported.